Manufacturer narrative:
Section a2 age or date of birth: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was scratched from the plunger/injector. The issue was noticed after the lens was implanted. The doctor cut out the iol and replaced it with model dib00 15.5 diopter. It is unknown if the patient or user was harmed. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up the customer indicated that the operative eye is the left eye. The replacement iol is a jnj model dib00 +15.5 diopter. There was no capsule tear, vitrectomy or sutures required. And no medication outside the standard of care. The doctor¿s name is (B)(6). Patient¿s date of birth is (B)(6). The suspect product was discarded (will not be returned to jnj). This current report is to update this information. Section a2, date of birth: (B)(6). Section e1, contact title, first and last name: (B)(6). Section h6, type of investigation: 4115-device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.